Event description:
It was reported that a patient experienced a myocardial infarction and passed away due to the event coincident with automated peritoneal dialysis (apd) therapy. On the same night as the patient¿s passing, the patient was hospitalized for a myocardial infarction. Treatment was not reported. Subsequently the patient passed away on the same night. The cause of death was myocardial infarction. Apd therapy was ongoing until the time of death, however, it was not reported whether the patient was connected to the homechoice (hc) at the time of death . It was not reported if an autopsy was performed or if a death certificate was available. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the device was not returned, a complete evaluation could not be completed. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.